Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks for an atrial arrhythmia with rapid ventricular response (rvr). There were also pacemaker mediated tachycardia (pmt) episodes noted in the collection period. The therapy was exhausted and the arrhythmia was not converted. Technical services (ts) recommended programming changes to reduce future inappropriate therapy. This crt-d remains in service. No additional adverse patient effects were reported.